Event description:
The patient was revised because of loosening of the tibial tray and poly wear on the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated.